Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, auto mode switch (ams) episodes due to right atrial lead noise oversensing were observed. The noise could not be reproduced with isometric testing. The source of the noise was not known. Programming change was made. The patient was stable and being monitored.